Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects, and there were no voids in the jaw insulation that could allow dispersion of energy. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated. The investigation found the device to function normally and within specifications. Review of the device history records found no potentially contributing factors, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4). Date of initial report : 05/19/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a thermal dispersion form the shaft of the device left a white mark on the patient's colon during a laparoscopic sigmoidectomy. The surgeon was using the monopolar function of the device for dissection with the settings of 30 watts. No damage was noticed to the clear insulation. The shaft of the device was resting on the colon at the time the white mark was observed. The area was not treated as this portion of the colon was going to be removed as part of the planned operation. There was no injury to the patient. How long the monopolar activations were taking. No further information.